Event description:
Customer reports a blood leak on the first use of the dialyzer after pre-processing at the onset of treatment. Confirmed with hemastix. Estimated blood loss was 250 cc. Treatment was continued with a new dialyzer and new bloodlines with incident. Pt received a blood transfusion of 1 unit in the center. Pt's condition has improved.